Event description:
The user stated she failed 3 of 5 challenges for a ck proficiency survey and also noted results from patient samples are very low. She states the result is generally zero or less than 0 while the integra 400 will give an actual value. When this occurs, they report the result from the integra 400. No patient results were provided until (B) (6) 2009. Examples were given for two patients with initial results of 8 u per l. These results were accompanied by a data flag indicating the result was outside the reference range. The samples were repeated giving results of 16 u per l. These results were flagged with a low result flag. The initial results were not reported. The field service representative could not find a cause and checked the analyzer position, mechanical function and alignments. To verify the analyzer performance, performance tests were run with all results within specifications. A patient sample with discrepant results was sent to another account to be retested on another integra 800, and the result was the same as this integra 800.